Event description:
Pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced worsening of spasm. The catheter had dislodged from the intrathecal space confirmed by x-ray. It resulted in pt hospitalization. The entire catheter was replaced on (B)(6) 2010. Pt outcome was reported as resolved without sequelae.